Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on july 19, 1995 and was last repaired on january 10, 2002 for a non-related issue. Investigation revealed damage to the head, housing shaft and control bar. The master blade was not flush with the leading edge of the control bar. Prior to repair, the device was outside calibration specifications at the zero, 00100" and 0.0200" thickness settings. The device was also outside side to side calibration specifications at all tested thickness settings. Repair of the device included replacement of the head, housing shaft, control bar and standard repair parts. Post repair analysis revealed corrosion to the head, housing shaft, bearing stack and reciprocating arm. The device has not been returned to zimmer surgical for maintenance or repair in twelve years; therefore, lack of preventative maintenance most likely caused the lack of calibration of the unit, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It is reported that during surgery, the zimmer air dermatome handpiece produced a graft where there was irregular thickness. The graft was able to be used and there was no patient harm or delay reported. No alternate device was retrieved for use.